Manufacturer narrative:
Insulin pump received unable to verify software version and displacement test due to cracked bleeding lcd. Insulin pump received with cracked battery tube, cracked case battery tube and broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's railing had cracked. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.